Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked before conducting the infusion on a patient with "renal insufficiency". The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to hospital due to renal insufficiency and received infusion treatment as per doctor's advice. At 14:20 on (B)(6) 2019, the nurse prepared to use the q-syte for connection before infusion. During the examination, she found that the q-syte was leaking and could not be continued to use, so she replaced it immediately without causing adverse consequences to the patient ".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked before conducting the infusion on a patient with "renal insufficiency". The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to hospital due to renal insufficiency and received infusion treatment as per doctor's advice. At 14:20 on (B)(6) 2019, the nurse prepared to use the q-syte for connection before infusion. During the examination, she found that the q-syte was leaking and could not be continued to use, so she replaced it immediately without causing adverse consequences to the patient. "